Manufacturer narrative:
The device manufacture date is currently unavailable. UDI has been updated accordingly. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the motor device had weakness while in use with three attachment devices and a compact speed reducer device. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure, or whether a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The device availability date (8/30/2018) was incorrect in the initial report. The date returned to manufacturer has been updated to 10/1/2018. Device manufacture date: the device manufacture date was documented as unknown in the initial report. The device manufacture date has been updated as 3/29/2013. The UDI has been updated accordingly. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. It was determined that the inner hose was worn. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.